Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was not burning through the tissue correctly. A like device was used to complete the procedure. There was no patient consequence.